Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5 and h6: event description and codes updated.

Event description:
It was reported that, after a revision surgery was performed on (B)(6) 2025, the patient experienced a dislocation on (B)(6) 2025. There was also a suspect of infection and due to these adverse events a revision surgery was performed on (B)(6) 2025, in which all implants(cup, liner, insert, head, screws and stem) were removed. During the surgery, it was noticed that the oxinium fem hd 12/14 28mm +8 and or3o dual mobility liner 42/54 had separated. An additional revision surgery is scheduled on (B)(6) 2025. The patient's current health status is unknown.

Event description:
It was reported that, after a revision surgery was performed on (B)(6) 2025, the patient experienced a dislocation on (B)(6) 2025. This adverse event was treated with a revision surgery on (B)(6) 2025, in which all implants(cup, liner, insert, head, screws and stem) were removed. During the surgery, it was noticed that the oxinium fem hd 12/14 28mm +8 and or3o dual mobility liner 42/54 had separated. A revision surgery is scheduled on (B)(6) 2025. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The associated femoral head and liner were returned and evaluated. A visual inspection of the returned components oxinium fem hd 12/14 28mm +8 and or3o dual mobility liner 42/54 found them mated together. Both devices are scratched and scuffed, with significant wear visible. A review of the production orders did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part numbers over the previous 12 months, but no similar events for the batch numbers based on historical data. This failure mode will be monitored for future complaints and any necessary corrective actions. A review of the instructions for use documents for the total hip system revealed that dislocation has been identified in the warnings and precautions section. It may result from improper selection of neck length and cup, stem positioning, muscle looseness, and/or malpositioning of components. A review of the risk management file confirmed that this failure mode was previously identified. The anticipated risk level still adequate. A historical review concluded that there are no prior actions related to the femoral head product and event. However, for the liner, a review identified a similar event, and escalated actions were opened. The listed batch was not part of the impacted product. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.